Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms that the screw was missing from the handle making it unable to perform the intended function. The jaws are not fully functional. Under magnification, the distal tip had nicks and marks indicating the device was considerably used. From the event described, it appears that excess force was applied to operate the device resulting in this failure. Frequent excess abuse of the device could eventually lead to this type of failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder procedure the hinge on the bottom jaw of the customer's penetrating grasper straight broke outside of the patient. The sales rep confirmed nothing fell inside the patient. The surgeon completed the procedure with another like device with no patient consequences or delay.